Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21130. It was reported that the patient presented in clinic for follow up. Device interrogation revealed low defibrillation impedance on the implantable cardioverter and right ventricular (rv) lead. No changes or intervention was performed. The patient condition was unknown.